Manufacturer narrative:
Lot number or product was not provided by the rptr; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that their elderly female client, age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use to improve denture retention and comfort, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries that have left her unable to perform her normal, customary and daily activities, was diagnosed with neuropathy in 2009, and was diagnosed with excess zinc and resulting copper depletion by blood test in (B)(6) 2009. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.